Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle broke off into the basaglar prefilled pen cartridge during use. The following information was provided by the initial reporter: "patient brought into clinic a basaglar prefilled pen with a metal piece stuck into the cartridge. Patient indicated this was what remained in cartridge after bd nano pro pen needle was removed... When did the incident occur?: during use death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary customer returned bent cannula stuck in the pen injector. It was reported by the customer that the patient brought a prefilled pen with a metal piece stuck into the cartridge. Based on the sample return it is not possible to determine if the stuck cannula belongs to embecta . Embecta was not able to confirm the customer reported issues/root cause. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle broke off into the basaglar prefilled pen cartridge during use. The following information was provided by the initial reporter: "patient brought into clinic a basaglar prefilled pen with a metal piece stuck into the cartridge. Patient indicated this was what remained in cartridge after bd nano pro pen needle was removed... When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no."

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle broke off into the basaglar prefilled pen cartridge during use. The following information was provided by the initial reporter: "patient brought into clinic a basaglar prefilled pen with a metal piece stuck into the cartridge. Patient indicated this was what remained in cartridge after bd nano pro pen needle was removed... When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.